Manufacturer narrative:
H.6 investigation summary: no samples displaying the condition reported are available for examination, no root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of syringe 1ml s/t w/ndl 27x1/2 rb experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: material no. 309623, batch no. 8308850. A contact for peritoneal dialysis patient contacted customer service to report that when they remove the cap from the syringe the needle detaches with cap. There was no patient harm or adverse event reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml s/t w/ndl 27x1/2 rb experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: material no. 309623 batch no. 8308850. A contact for peritoneal dialysis patient contacted customer service to report that when they remove the cap from the syringe the needle detaches with cap. There was no patient harm or adverse event reported.